Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies and resumed insulin therapy. Customer's blood glucose (bg) was 292 and customer went into diabetic ketoacidosis (dka). Customer delivered multiple mini boluses to address bg/dka. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.